Event description:
It was reported that a stent loss occurred when the stent system was removed from the coronary artery. The system was removed because the balloon did not appear to fully inflate. Resistance was met during removal of the delivery system. At the level of the sheath introducer the stent was lost. An intimal flap in the coronary artery, reportedly from removing a half-delivered stent, was noted. Another multilink stent was used to repair the dissection.

Manufacturer narrative:
Quality assurance analysis of the returned device revealed that the guide wire movement was unremarkable for resistance. The c-flex was torn and separated. The inflation and deflation times were above specifications, which could be related to twisting and kinking found in the area of the inner member. Quality engineering concluded that the inflation and deflation times were excceded due to the kinking and twisting of the polyimid tubing, which constrained the contrast flow. The resistance felt may have been the result of an interaction between the stent struts and the arterial wall, as indicated by the intimal flap. The reported uneven inflation of the stent likely led to an interaction between the stent and the sheath, subsequently leading to the separation of the stent as it was retained on the sheath. Quality engineering will continue to monitor this product issue. As part of co mfg and quality processes all rx multilink stents are inspected during final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.